Manufacturer narrative:
Cracked reservoir tube lip, scratched display window and cracked case near display window corners were noted during visual inspection. Blank display due to corroded electronic assembly. Unable to confirm button error alarms due to blank display.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The insulin pump fell in the water. Customer's blood glucose level was 148 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.